Manufacturer narrative:
No device malfunction was reported and the device was not explanted. Serial number not provided for lot history review. The IFU states that tissue responses, which may include erosion, may result as a potential adverse reaction and that the patient should contact the physician. Observed occurrence rate for erosion is consistent with ams risk management documentation.

Event description:
Patient was implanted with apogee on (B) (6) 2007. On (B) (6) 2007, the physician reported new appearance of urinary hesitance, pain at left part of the abdomen, uti. On (B) (6) 2008, the physician reported worse urgency than before, constipation, incomplete evacuation and mesh exposure. All events except the erosion, which continues were resolved without intervention.